Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime, it reset and the settings were erased. During troubleshoot the alarm history was checked and a motion sensor test failure and a motor position encoder error alarm were found. The insulin pump passed the displacement test. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus / basal delivery. It was unable to confirm the motor position encoder error alarm due to erased history file caused by several displayable history check failed on startup alarms in the history file. These alarms were due to a corrupted history file. It was unable to unable to verify the motion sensor test failure alarms due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with cracked case at display window corners and reservoir tube lip and minor scratched lcd window.